Event description:
It was reported that the procedure was to treat an 90% in-stent restenosis of a heavily tortuous and heavily calcified distal left circumflex artery. The nc trek balloon was advanced without resistance and successfully inflated two times to 8 atmospheres (atm); however, during the third inflation, the balloon ruptured at 10 atm. The device was removed without resistance and a non-abbott balloon was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.